Event description:
Dosi-fuser IV infusion system. After the 24 hour infusion time, there have been a minimum of 24 ml remaining in the system. On some days, this is 50 ml. Today, it appeared that very little or no medicine had been delivered over the past 24 hours. The IV line is patent and has good blood return. Disconnected the dosi-fuser and let it run with gravity over one hour. It only delivered 1 ml over one hour. It is supposed to deliver 6.2 ml per hour. Rph has checked the line for kinks etc and can find no other explanation for the excissive remaining antibiotics that are not being delivered. The medication rph is receiving is zosyn. Looked online and it appears the FDA gave approval for marketing the device with very little supporting info. This is a concern to rph and to others who may be receiving medication through this system. Rph would like to know if FDA has had previous complaints. However most pts probably would not take the system apart to measure the remaining medication and the remaining amount cannot be determined visually.